Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for the patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported permanent loss of antenna.